Event description:
Per the clinic, patient was administered oral antibiotics for a period of 3 weeks (date not reported). It was reported that the patient experienced pain at the implant site with or without device use. In (B)(6) 2016, the patient experienced swelling over implant site with some liquid present. The implanted device remains.